Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10: additional narrative: investigation summary: the device was received and evaluated. Upon visual inspection, it could be observed that the anchor was not returned. The shaft has no structural anomalies. A manufacturing record evaluation was performed for the finished device lot number: 8l45101, and no non conformances were identified. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint cannot be confirmed. The customer is reporting a bent and broken anchor however the anchor was not returned. Without the reported device it is not possible to perform a evaluation, therefore a root cause cannot be provided. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: pc-(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 2 for pc-(B)(4). It was reported by a healthcare professional in india that during a bankart repair procedure on (B)(6) 2022 , it was observed that two lupine loop rapide anchor w/orthocord devices were bent upon opening their packages and broke during use. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.